Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the while a patient was waiting for surgery, she reported that she felt something wet and when checked the tubing was found to be disconnected and leaking. There was no report of patient harm.